Manufacturer narrative:
The empowercta injection system, model cta, serial number (B)(6) was returned to acist for evaluation on 27 july 2021. The injector system was functionally tested and met the pre-established specifications. A review of the device history was performed with no findings related to the reported complaint. Based on testing and evaluation of the empowercta injection system, there was no evidence of device malfunction related to the reported event.

Manufacturer narrative:
Despite requests by acist for additional information, return of the injector for investigation, and a copy of the computed tomography (CT) scans; the user facility elected not to provide any of the requested information or return the injector for investigation. Should this information become available at a future date, acist will submit a follow-up report to the FDA. The consumables used during the event were discarded by the user facility and the lot numbers are not known. A review of the device history record and complaint history of the empower cta injector serial number (B)(4) found no evidence of a device malfunction related to the reported event.

Event description:
During a computed tomography (CT) scan with intravenous (IV) contrast, air was injected into the patient. The patient became hypoxic and experienced disorientation after the scan. The patient returned to the emergency department and was placed on supplemental oxygen, which resolved the hypoxia. The radiologist noted there was a large air embolus and no IV contrast on the imaging. The patient was transferred to another hospital for the availability of a cardiothoracic surgical team.